Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was observed on the ventricular channel via remote transmission. Patient was asymptomatic. Programming changes were recommended.